Manufacturer narrative:
The device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. The magnetic issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance; however, the hemostatic valve separation was found unrelated from the event. A device history record review was performed for the finished device 00001858 number, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was not found inside the device. Initially, it was reported that a visualization issue occurred with the vizigo¿ sheath and the catheter, and while paired, both were having matrix problems. This was noted towards the end of the case, and they opted for unpairing the devices. After unpairing, the catheter corrected itself but the vizigo¿ did not. The case continued. No adverse patient consequences were reported. The visualization issue was assessed as not MDR reportable. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and observed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. The awareness date for this reportable lab finding is 11-apr-2022.